Manufacturer narrative:
The technician replaced the CPR assembly switch to repair the bed.

Event description:
Information received indicates the head of the bed is raising about 6 inches and then lowers itself.